Manufacturer narrative:
Results of investigation: the main printed circuit board assembly was received into the carefusion failure analysis lab where the unit was installed onto a known good unit and powered on in service mode where the events log showed multiple transducer faults. A calibration of the transducer was performed and failed. Reported issue was reproduced and isolated to the exhalation flow transducer.

Manufacturer narrative:
Carefusion complaint number (B)(4). The field service representative evaluated the unit and determined the root cause to be due to a faulty main board. The main board was returned to the carefusion failure analysis lab where the evaluation is still pending. Upon completion of the evaluation or in the event additional information is received a follow-up report will be submitted. (B)(4).

Event description:
The customer stated that during pre-use checks the unit is displaying "xdcr fault." This incident did not occur on a patient.